Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, patient experienced a detached sensor wire. The sensor was inserted in the patients abdomen. Nurse reported that patient had a glucose monitoring system and the sensor probe became dislodged and was embedded int eh patient's abdominal wall. The patient underwent surgical removal of the sensor probe on (B)(6) 2016. Details of the device are unknown. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.